Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch meter read inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. Results obtained with the subject meter were not specified. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the reporter claimed the patient felt symptoms of weakness and light headed. On (B)(4) 2013, the patient reportedly went to the hospital and obtained a laboratory result of ¿291 mg/dl.¿ the patient was also given advice (not specified); however, additional treatment was not specified. It would have been helpful to know what blood glucose results were obtained with the subject meter and whether the patient associated his reported symptoms with high or low blood glucose. The cca was not able to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which may be associated with dehydration and obtained a result of ¿291 mg/dl¿ with a laboratory device which correlates with lfs¿s definition suggestive of a serious injury.